Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient present to the emergency room complaining of back pain. After a cta scan, it was revealed that the aneurysm has increased from 6cm at index to 11.5cm. The physician determined that there was a type ii endoleak that caused the aneurysm to grow. There were two patient lumbar arteries and the ima was patent. The physician decided to explant the stent graft. During the explant, the physician observed what appeared to be holes in the graft at the suture sites. A dacron graft was used to complete the procedure and the patient is stable. The physician does not know what caused the leak in the suture holes. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).